Manufacturer narrative:
Investigation summary: event description: the customer reported contamination on multiple plates, with aspergillus versicolor. Complaint history review: the complaints trends were reviewed for a period covering 12 months and no similar complaints were reported for this catalog number. A trend could not be detected. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Returned sample analysis: retain samples of both lot numbers were reviewed and no contamination could be observed. Neither return nor picture samples were provided by the customer for analysis. Evaluation summary: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. This product is filled under aseptic conditions. However, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contaminations cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the above-mentioned evaluation and the absence of samples or pictures, the complaint cannot be confirmed for contamination. A definite root cause could not be determined. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill, there were an unknown number of false results due to contamination. There was no report of patient impact.